Event description:
Additional information received from the customer: the issue occurred because the dr. Started pulling the balloon catheter through the channel before the balloon was fully deflated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the boston scientific balloon catheter stuck in the biopsy channel could not be definitively determined, however, the issue was likely the result of the physician pulling the balloon catheter through the channel before the balloon was fully deflated.. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection (the detection way is included.) Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (the preventive measures are included.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope has a balloon catheter stuck in the biopsy channel during an unknown diagnostic procedure. The procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: brush passage, leak on the instrument channel, cuts on switch button 1, forceps passage no pass, low angulation, control knob low tension and play, plastic distal end cover dents and scratches, objective and light guide lens worn glue and peeling on adhesive, nozzle not drying, bending section glue crack, insertion tub buckles and scratches, clog suction flow, and light guide tube minor scratches, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.